Event description:
It was reported that the system shut down during a case.

Manufacturer narrative:
Ge rep evaluated system. Found and replaced faulty x-ray controller and generator interface pcb. Rep tested system, system is operating as intended.